Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: enhanced st lead kits.

Event description:
A report was received that the patient had a non-device related fall and his ipg would no longer communicate with his remote control. The patient's system was replaced. During the surgery it was discovered that the ipg header was broken. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A returned product analysis of the ipg indicated that the complaint was confirmed. Visual inspection confirmed the header was separated from the can. The antenna resides in the header with connections to the telemetry circuit inside the can made via feed throughs. All feed through welds from the header to the can were severed. This is the root cause of the communication issue. Visual inspection revealed the leads were torn/cut approximately 2 inches from the proximal end. These damages are a result of the patient's fall and the explant procedure and are not considered a failure.

Event description:
A report was received that the patient had a non-device related fall and his ipg would no longer communicate with his remote control. The patient's system was replaced. During the surgery, it was discovered that the ipg header was broken. The patient was reportedly doing well following the procedure.